Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the customer found a broken line from the long bipolar grasper (lbg) instrument. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer was unable to provide additional details.